Event description:
During an osteotomy of the foot 1st metatarsal, the percutaneous burr used to work on the bone broke. A significant delay in surgery duration was reported, no other clinical consequences are known to date.